Event description:
It was reported that some difficulties are encountered during shaping the distal tip of the device. During the procedure the distal tip of the guidewire separated. No further information was provided.

Manufacturer narrative:
(B)(4) device tip broken.